Event description:
The customer reported a reproducible false positive troponin I (accutni) patient result involving access 2 immunoassay system. The erroneous result was not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.